Event description:
Customer received result of 80 mg/dl on performa system 1, and result of 196 mg/dl on performa system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The incident occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 470276, expiration date 09/30/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The incident occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 470276, expiration date 09/30/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2.